Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown open surgery on (B)(6) 2019 and a barbed suture was used. During the procedure, the fixation tab of the barbed suture was broken off during continuous suturing on the fascia. There were no adverse consequences to the patient. No additional information was provided.